Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site closed the gantry door " possibly too hard," and the site heard a banging sound and now the gantry door won't open. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144, h3) the manufacturer representative (rep) went to the site to test the imaging system. The rep found that a cable tie had broke and a wiring harness behind the fan was catching causing door hesitation. Fixed the wiring harness, tie wrapped the wiring harness properly along left side of gantry. They tested the system functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.